Event description:
It is reported that the tip fractured.

Manufacturer narrative:
There was a small piece of metal missing from the claw of the liner elevator. The tip might have been damaged due to high torque/force while attempting to disassociate the provisional liner from the metal ring. The tip could have been damaged from impaction. Most likely the liner elevator tip fractured due to high fatigue of the material during natural product life. Device history records indicate all components were manufactured and inspected to specification. The device has a potential field age of approximately 8 years.